Event description:
The physician claims that during a procedure in early 2009, blood began leaking from the joint of the graft, reportedly at the manufacturer's anastomosis site. The amount of blood reported to have leaked was 50ml, and the graft became blood tight within two minutes. The device remains implanted. It was reported that the patient had no problems due to the event.

Manufacturer narrative:
Since no product is being returned for evaluation, the physician's experience with this device can not be confirmed or denied, however, a CAPA has been opened to investigate the alleged failure. Following our investigation, our conclusion to the most probable root cause is undeterminable at this time. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.